Event description:
It was reported to boston scientific corporation that a hydratome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2013. According to the complainant, there were no issues with the device when it was tested before use. During the procedure, the device was positioned to perform sphincterotomy on the papilla, and the cutting wire was activated. However, the tip of the tome would not bow far enough, so the cutting wire was not adequately exposed to incise and cauterize the papilla. It was reported that there was no visible damage to the device. The procedure was completed with another hydratome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: catheter torn.

Manufacturer narrative:
The patient's age is unknown; however, the patient was over 18 years of age. (B)(4) for the event: catheter torn. Visual evaluation of the returned device found that the working length of the device was kinked, the cutting wire was blackened, and the catheter was torn/melted at the distal pierce hole. The torn catheter caused the cutting wire anchor to slide from the distal pierce hole, shortening the exposed cutting wire by 6 mm. The length of the exposed cutting wire was measured, and it was found that the length of the cutting wire before being displaced was within specifications. Functional evaluation found that the shortened exposed cutting wire impeded bowing of the device; the device bowed less than 90 degrees, less than specifications, both outside and inside the duodenoscope. Review and analysis of all available information indicated the most probable root cause for this event was operational context, since it is possible that anatomical/procedural factors encountered during the procedure limited performance of the device. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.